Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: customer claims the hand piece connector is damaged, broken off inside control unit. This event occurred while setting up for procedure. The unit was swapped out. There was no patient harm, injury, or involvement. There was no patient death or medical intervention required. There was no labeling or packaging issues. The device will be returned.